Event description:
New information received indicates that cause of death is cardiac arrest due to pulseless electrical activity from aspiration.

Event description:
It was reported that a patient passed away during cardiomems device implant. No further information is available.